Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel resulting in oversensing and pacing inhibition. The noise is not reproducible and lead diagnostics are good.